Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited the operating lever was stiff. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over (9) years, since the subject device was manufactured. Based on the results of the investigation, due to corrosion on the angle mechanism. Bending section, cannot be controlled at all. Olympus will continue to monitor field performance for this device.